Manufacturer narrative:
Balt USA reference #(B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f220900579 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician planned to do aneurysm case. The plan was to use optima coils. After getting access of the guiding catheter then took the sl10 & synchro guide wire position into to the aneurysm and removed the wire. The physician took optima complex soft 4x13 for first coil. The physician deploying the coil off of the coil deploying after that plan to put stent so the physician deployed the stent then further deploying the coil but unable push & pull back the coil and coil was detached the parent artery. The physician requested the compliant for the damaged lot number of the coil.the physician took another few more coils finished the case." Update 17sep2023 - additional information received from the issuer: "did the implant coil prematurely detach within the parent artery? Yes. Did the physician intervene with the use of a stent due to the prematurely detached coil? No. Can you confirm the patient's status to date? Was any injury/ harm sustained? No".